Event description:
It was reported that the patient went to the emergency department due to a syncopal event which lead to the patient having sustained injuries due to a fall after receiving multiple inappropriate shocks. It was further reported that the device interrogation showed that the patient received ventricular fibrillation therapy with low impedances and low joule therapy delivered due to oversensing. The right ventricular lead showed fluctuating and high impedance, noise, had an apparent lead fracture and the lead integrity alert trigged. Lead insulation issues were suspected and the physician raised concerns regarding the remaining longevity of the device. The device was explanted and replaced and the lead was capped and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. No anomalies were found. (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Save to disk review: lead integrity alert triggered, patient alert for lead failure predictor on (B)(6) 2011 06:26:11. Oversensing, ventricular nst<=210 ms average v-cycle on (B)(6) 2011 in the timeframe between 11:06:12 and 12:26:15. Interference/noise, ventricular short interval count v-sic=1730.6 counts avg/day, in 1.20 days, between (B)(6) 2011 12:32:04 and (B)(6) 2011 17:19:29. Varying resistance/impedance, daily pace impedance trend data shows an abrupt increase for ventricular pace bi impedance=893 to 1349 ohms peak, between (B)(6) 2011 and (B)(6) 2011. Undefined resistance, daily hv lead impedance trend data shows, daily point missing for svc defibrillation on (B)(6) 2011.